Event description:
It was reported that (1) pro46 was used during an unknown procedure. It was reported by the rep that the device broke off in the pt. One of the metal arms broke off in the pt. The doctor needed to spend an extra 10-15 minutes getting broken pieces out of pt laparoscopically. It is unknown how the case was completed. Extended operating room time by 10-15 minutes no other detail about this case.